Event description:
The fogarty balloon was being used to remove a clot during the declot of a fistula. After dislodging the clot successfully, the fogarty balloon broke off while being pulled out of the sheath. A snare was used to retrieve the broken portion of the balloon and the entire piece was successfully removed.